Event description:
During follow-up, noise resulting in oversensing was observed on the atrial lead. The physician suspected insulation damage, although it was not confirmed. The event was resolved by reprogramming the device. The patient was in stable condition.